Event description:
It was reported that the catheter balloon was difficult to inflate with water. Then when the procedure was complete the catheter was difficult to deflate as well.

Manufacturer narrative:
The reported event was unconfirmed. A three way latex foley catheter was returned. The catheter was inflated with 80 cc of water with no issues and was then deflated with no issues. The investigation indicated that the reported issue was not manufacturing or supplier related. Therefore, a device history record review was not required. The instructions for use were found adequate and state the following: "gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was difficult to inflate with water. Then when the procedure was complete the catheter was difficult to deflate as well.